Manufacturer narrative:
Device evaluation- the customer's complaint was not able to be confirmed; the pump was not functioning properly and thus delivery tests were unable to be performed. The pumps mp board was found to be faulty and needed to be replaced.

Event description:
It was reported that the device was programmed to deliver medication in 72 hours. The reporter stated that the infusion completed within 24 hours. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The customer's complaint regarding over infusion" was not able to be confirmed in that the pump was not functioning properly and thus delivery tests were unable to be performed. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: main panel board replacement. D4: UDI information is unknown.

Event description:
It was reported that the device over-delivered the medication. No patient was involved.